Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance >10,000 ohms with diagnostics testing. The vns was disabled. The patient had no trauma. X-rays have been taken but were not forwarded to the manufacturer for review. No obvious lead breaks were visualized per the reporter. Vns revision surgery is likely.